Event description:
It was reported that the user was unable to attach the connector to the ilet pump during a supply change and also reported an insulin cartridge stuck in the pump after rewinding; troubleshooting determined the tubing had been attached to the wrong end of the connector, causing an attempted backward insertion, and the supply change was completed after reversing the connector. Symptoms hyperglycemia with a peak of 314 mg/dl. Outcomes included completion of the supply change without alerts, alarms, or clinical impact. Investigation included technical troubleshooting and user education. Investigation of this case revealed user technique error related to connector orientation. It was concluded that the device functioned as designed and that user error caused the reported difficulty.